Manufacturer narrative:
Due to additional information received, it has been indicated the complaint does not allege deficiency in the product. Please void this report.

Event description:
Orig. Surg. (B)(6) 2006. Male, dob (B)(6) 1954, left hip. Allegedly fracture occurred through the base of the neck of the implant.

Manufacturer narrative:
Conclusion: no failure detected. Complaint history reviewed. Visual examination.

Event description:
Orig. Surg. On (B)(6) 2006. Male, dob 1954, left hip. Allegedly fracture occurred through the base of the neck of the implant.

Manufacturer narrative:
Additional information recvd 3/24/10: components returned with additional item not listed on original report. This is the same event as 1043534-2010-00066, 00067. Device #3: section d(1-7) - brand name: conserve(r) plus cup, catalog #: 3802-1160, lot #: 09349873, product code: kwa. Section g(5) - 510k #: k021349.